Manufacturer narrative:
The s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is increasing in gradual fashion consistent with premature depletion. While no battery depletion (bd) code has been declared yet, one will likely be declared soon. The s-ICD remains in service and there was no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted. No replacement product was implanted in its place. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is increasing in gradual fashion consistent with premature depletion. While no battery depletion (bd) code has been declared yet, one will likely be declared soon. The s-ICD remains in service and there was no adverse patient effects were reported.